Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. It was reported that no data (medical records / images) were available. However, it was reported that this procedure was outside the indications of use (off- label) due to an y-graft (non- endologix) being implanted prior and vessel tortuosity. This event of difficult to insertion & retraction, damaged sheath and access vessel damaged was most likely cause due to the off label use of this device. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated. H6: device code: remove code 3190, h6: result code: remove code 3221, h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During an endovascular aneurysm sealing (evas) procedure for the patient with y-graft (non- endologix) replacement history. This procedure is outside the indications of use (off- label). There was difficulty during sheath insertion due to access vessel tortuosity (left) as well as implanted y-graft (non- endologix). The bifurcated stent graft deployed as intended but the limbs were slightly crossed inside the y-graft. It was also difficulty to retract the delivery system tip, therefore a smaller sheath was inserted from the same side with more proximal area and angioplasty (pta) was performed several times. As a damage was observed on afx sheath (accordion-like), a new sheath was inserted for the implantation of the suprarenal stent graft extension that was implanted from the right access. The left access vessel was damaged around external iliac artery (eia), it was sutured and repaired. The procedure was completed and the patient is being monitored.